Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect impact code - rehabilitation. H6: health effect clinical code - nodule.

Event description:
Dexcom was made aware on 11/01/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, it was reported by email that the patient experienced a skin reaction which occurred after the sensor had been inserted in the arm. The patient experienced inflammation, golf-ball swelling, and infection from either the cgm insertion site or the insulet omnipod5 insertion site which spread under entire patch area. The patient called an ambulance. He underwent incision and drainage under anesthesia. He was treated with unremembered oral antibiotic. He was reportedly still in the hospital on postop day 10, and in rehabilitation. The patient was in good condition at the time of report. No additional event or patient information is available.